Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "malfunction of subpectorally implanted cardiac resynchronization therapy defibrillators due to weakened header bond." Journal of cardiovascular electrophysiology. March 1 2013;24(3):351-355. (B)(4).

Event description:
A journal article was reviewed that contained information regarding this lead. The failure mode noted in the article indicated that the lead showed high impedance sixteen months post implant. It was noted that putting manual pressure on the device pocket could "temporarily normalize impedance values." The lead remained in use after a device replacement. No patient complications have been reported as a result of this event.